Event description:
It was reported taht during a laparoscopic right hemicolectomy procedure, the harmonic shears were working perfectly, and then error sound (solid tone) was made and shears would not work. Instrument error code was registering on machine, so generator was turned off, instrument was put back together, and error code continued. Decision was made immediately to use new shears, which worked perfectly. Surgery extended by 5 minutes.

Manufacturer narrative:
H6: code cracked blade. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch history records were reviewed with no anomalies noted during the manufacturing process.